Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 468 mg/dl and 579 mg/dl. Customer stated that customer treated with manual injection. The customer did not mention any symptoms as a result for high blood glucose. The customer declined troubleshooting for high blood glucose. Customer did not mention whether the auto mode was active at the time of the incident. The product will not be returned for analysis.